Event description:
It was reported that the patient presented for an implant procedure. Post-procedure interrogation revealed that the atrial lead exhibited far r oversensing. X-ray imaging confirmed that the lead had been dislodged. The physician successfully repositioned the lead on (B)(6) 2026. The patient was in stable condition.